Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery with intra ocular lens implantation, an ophthalmic cutting knife was not cutting at all. The surgery was completed on the same day by using new knife. There was no patient harm.